Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1, device #2, device #3) on (B)(6) 2015; (B)(6) 2015 and (B)(6) 2017. It is also alleged by patient's attorney that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the ventralight st (device #1, device #2, device #3) and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (device #1, device #2, device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 ¿ patient was diagnosed with left sided lumbar incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 1). Per op notes, ¿natural umbilical defect was spread. The hernia defect was note in left mid abdomen. A piece of ventralight st mesh (device 1) was placed into abdominal cavity and secured to cover the hernia defect using tacks.¿ on (B)(6) 2015 ¿ patient was diagnosed with diaphragmatic hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device 2). Per op notes, ¿umbilical defect was spread out. The hernia defect was anterior in location, a morgagni-type defect. A ventralight st mesh (device 2) was placed into abdominal cavity and sewn superiorly and tacked away from heart and pericardium and placed along the edge of diaphragm rather than at the edge of mesh.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent iatrogenic lumbar hernia thereby underwent robotic repair with the implant of ventralight st mesh (device 3). Per op notes, ¿adhesions were taken down until all edges of the hernia defect were free. The previously placed mesh (device 1,2) had simply pulled away from posterior aspect of repair and recreating the hernia defect. A piece of ventralight st mesh (device 3) was customized extracorporeal and placed into abdominal cavity and sewn circumferentially using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiration date), g1, g3, g4, g6, h2, h4, h6, h10. Corrected fields: d1 (brand name). This supplemental emdr represents the bard/davol ventralight st mesh (device 2). Additional supplemental emdrs were submitted to represent the ventralight st mesh (device 1) and ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard / davol ventralight st (device # 2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device # 2). An additional emdr was submitted to represent the bard/davol ventralight st (device # 1 and device # 3). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1, device #2, device #3) on (B)(6) 2015 and (B)(6) 2017. It is also alleged by patient's attorney that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the ventralight st (device #1, device #2, device #3), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (device #1, device #2, device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."